Manufacturer narrative:
Investigation findings: to date, this product has not been returned to conmed linvatec for evaluation. A follow-up report will be sent if the device is received.

Event description:
It was reported that during a right ankle arthroscopy, the tip of the bur broke off in the joint. The broken portion was retrieved without any problem. There was no injury to the patient nor delay related to this event.